Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced sensor failure during sensor startup period. Patient's mother reported seeing the detached wire in the skin. Patient's mother reported she was able to pull the wire out with her fingers easily and all in one piece. At the time of the call patient reported feeling fine.